Manufacturer narrative:
B5-additional information: there was no patient contact with the lens. H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. There was residue on the lens surface. Visual inspection found residue on the lens and that the haptic was torn. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that as a surgeon attempted to load a 12.6mm vicm5_12.6 implantable collamer lens -8.0 diopter, it tore. Attempts to obtain additional information have not been successful.